Event description:
It was reported that they had a leaking problem with one cassette. The liquid from the inner bag into the interior of the cassette was leaked, so that the cassette and the contents of it were not usable anymore. The customer's colleague reported that the liquid came out at the bottom of a corner. There was no patient involvement and no human harm.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.